Event description:
The technician alleged the brake caster swivel around when the brake is set. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and installed the brake steer upgrade kit to resolve the issue.